Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the j702 connector was pulled from the distribution node (dn) pca board. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open connection at the j702 connector. The root cause of the open connection is excessive force placed on the trunk cable. No adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying a code 204.